Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr adjusted pneumatics and the system pressurized again. This unit is due for 7 year pm and driver replacement. Also the power knob needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator starts then stopped after a few minutes. The customer confirmed that there was no patient involvement associated with the reported event.